Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis varic gen 2 system. The user reported that the system does not work. No further details were provided regarding the nature of the event. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. The investigation was performed considering complaint description, cs reports, system history and system log files. Upon investigation the service engineer checked the system and found several error messages and a loose communication between the trolley and c-arm. The service engineer replaced the cable (between trolley and c-arm). As a precaution the cable harness was also replaced. The log file analysis also shows that the system detected several communication error messages between the system components in the image chain. After hardware replacement there have been no further issues and the system works as intended. A systematic error was not detected. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.